Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the tip of the forceps got broken during use. No surgical delay was reported due to this event. This is report number 1 of 1 for (B)(4).

Event description:
There was reportedly no patient harm due to the event.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device is not distributed in the united states, but is similar to device marketed in the USA. A device history review was conducted. The report indicates no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: manufacturing evaluation: the investigation of the complained forceps has shown that one prong is broken off as complained. A full review of the manufacturing documentation for this lot was conducted and confirms that it was manufactured to specification in june, 2012. Unfortunately the exact cause of failure cannot be determined. It is possible that too much applied mechanical force caused the breakage. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.